Manufacturer narrative:
Suspect medical device: monaco 5.00.00.

Event description:
It was reported that when a cone is used in combination with beam modulator, the mlc should snap to the cone size. However, when a beam is copied, the mlc is expanding back to the open 16x21 field size. The intended stereotactic treatment would be covering a field potentially much larger than intended. There was no mistreatment. This issue was found internally, during ad hoc testing.